Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was submerged in water. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with no button response due to flattened b, esc, act and up arrow buttons dome switch (no creased). Inspected j2/lcd connector and no unlocked connector noted. Unable to perform the self test and displacement test due to button keypad anomaly. Moisture damage found on the electronics and motor. Pump had cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window. Use this when reporting a malfunction on a (B)(4) pump: the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Use this when reporting a malfunction on a 640g pump: the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.